Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection found the haptic torn/broken/bent/deformed and foreign material on lens surface (debris, clear and brownish residue). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, explant and exchange for shorter lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -3.5/1.0/170 diopter, in the patient's left eye (os), on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.